Event description:
The customer reported a leak at the white blood cell (wbc) bath of the coulter act diff analyzer. The volume of the leak was not specified but the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. Beckman coulter field service engineer (fse) observed that the wbc bath was overflowing and not draining. The fse replaced pinch valve (lv14) and the leak was resolved. Repairs were verified per established procedures and results met published specifications.

Manufacturer narrative:
Pinch valve lv14 controls the drain for the wbc bath when actuated and the red blood cell (rbc) bath when it is turned off. (B)(4).